Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2022. On the same day the patient experienced a skin reaction under the sensor patch. The event occurred the day the sensor had been inserted in the thigh. The patient had itching sensation and pain in the area. Prior to sensor insertion the area was cleanse with soap and water. The reaction was treated with an unspecified prescription oral medication. No other patient or event details were provided.